Event description:
It was reported that the collimator on the 9800 system was too large. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The wiring was repaired during the service call. The system was found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint (B) (4).